Manufacturer narrative:
The pump was received with a minor scratched lcd window and broken reservoir tube lip. There were cracks on the case at the reservoir tube window corners, lcd window, reservoir tube window and battery tube threads. A test reservoir was installed and did not lock in place because the reservoir tube lip was completely broken.

Event description:
Customer reported via phone call that the reservoir was cracked. Customer blood glucose reading was 103 mg/dl. The location of the damage was reservoir compartment. Insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.